Event description:
Boston scientific crm received info that after pocket closure, the right ventricular (rv) lead was suspected to be dislodged. Upon reopening the pocket for revision, this right atrial (ra) lead became dislodged as well. Both leads were successfully repositioned without further pt complication. The product remains in service. Boston scientific did not make the event date available.